Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidopexy procedure, the staples will not close. No further info is available. The case was completed with same like product. No pt consequence.